Event description:
It was reported by merit's distributor that during their incoming inspection of 102 units, they found four custom convenience kits which had cracked packaging trays. They indicated that some of the kit packaging trays were stuck together and when sufficient force was applied to separate them the packaging trays cracked.